Manufacturer narrative:
The device was tested by drägerservice at customer site. The device logbook was made available for the manufacturer's investigation. In the course of the logbook analysis, it was determined that the device carried out 7 consecutive warm starts at the reported time of the event until it was switched off by the user. During a warm start, the evita xl opens the airway system to allow spontaneous breathing. This is accompanied by an acoustic alarm. After the boot sequence has been successfully completed (duration approx. 8 seconds), ventilation is continued with the old parameters. Directly after the restart of the ventilation a "mv low" alarm is generated, which lasts until the applied volume is greater than the set lower limit for the minute volume. During a warm start the display remains dark. Based on the logbook, it was determined that the device had erroneously measured a too high inspiratory pressure, which it wanted to eliminate as specified by performing the first warm start. Since the pressure could not be reduced due to the incorrect measurement despite pressure relief by the warm start, the device tried to restart several times until it was switched off. The device was repaired by drägerservice by renewing the pressure sensor and the pcb co2 carrier. A subsequent test according to the service documentation confirmed the function in accordance with the specification. No similar incidents have been reported by dräger in the last 3 years.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation has just started. Results will be provided in a follow-up report.

Event description:
It was reported that the device failed during use. An acoustic alarm was reported. No patient consequences were reported.